Event description:
One week post-implant, a decrease in sensing and an increase in threshold were observed. Micro-dislodgement was noted. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.